Manufacturer narrative:
Concomitant product: 5568-53 lead, implanted: (B)(6) 2000; 6943-65 lead, implanted: (B)(6) 2000.

Event description:
It was reported that an inquiry was made that indicated the implantable cardioverter defibrillator (ICD) was pacing at rate the was below the device programmed settings. Caller advised that lower rate pacing most likely due to oversensing and/or t-wave oversensing (twos) post pace. Adjustment of ICD settings was made, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.